Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date and the device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated in juarez laboratory. Visual inspection of the device revealed that it was not received in its original packaging. The suction tube had foreign matter, presumably saline solution. The tip base had a charred like substance. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not returned in its original packaging, the distal tip was in a used condition and a charred section was seen at proximal end, procedural residue was visible in suction tube. The device failed the hipot active return electrical testing and activation ablate functional test. The complaint device was manufactured in jan 2024. A DHR review has been performed for lot u2312060. As detailed in control plan 920721-hl, one piece lps electrodes are 100% inspected for functionality as part of their product test regime at (process ID 190) therefore all reasonable containment is still in place. Based on a review of the investigation findings, current process controls in place and the product risk analysis document no containment or correction action related to the individual complaint is required. The customer reported 'the sleeve at the tip of the blade is damaged'. Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. The complaint device was returned to atl UK for investigation. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. To eliminate recurrence of this failure mode a design change is required. Complaint rates will continue to be monitored through standard complaint review channels. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained issue. ¿ based on the investigation findings, the potential cause could be traced to manufacturing. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from china that during a shoulder repair procedure, it was observed that the sleeve at the tip of the blade was damaged on the vapr s 90 electrode 40 mm 90 degrees suction with integrated handpiece device. During in-house engineering evaluation, it was determined that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip; and that a charred section was seen at proximal end. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.